Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug eluting stent system was selected for treatment of a moderately calcified lesion (100 percent stenosis degree) in the mildly tortuous lad. It was tried to deliver the device but the orsiro did not cross the lesion. Once it was removed from the patients body and checked it, it was found that stent was curled up at the tip edge. This was originally reported on MDR-1028232-2021-04066, but the device lot number was incorrect.

Manufacturer narrative:
The lot number was incorrect on the first report. The correct lot number is 01203771. Additional information: lot number has changed a second time, investigation was re-opened a second time. Initially, lot 03202763 was reported for this complaint. After a correction on 21.jul.2021 to lot 05200412, the lot was changed again on 13.jan.2022 to lot 01203771. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.